Manufacturer narrative:
Returned device was received in decent physical condition however there with damaged lens was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, there were no problems found with the pump. Analysts were unable to duplicate the reported issue. Software was reflashed as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error 46441. There was no patient present at the time of the event. There were no reported adverse events.